Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). It was reported that the patient was experiencing power switching events. One controller (B)(4) and five batteries (B)(4) were returned for evaluation. One battery (B)(4) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the (B)(4) and (B)(4)'s manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the returned controller passed functional testing but failed visual examination due to a loose power port 1 and serial port; both with the o ring gaskets displaced. This is an additional observation not related to the reported event. A possible root cause of the loose connectors may be attributed to a shift in the manufacturing process. However, an internal investigation has been opened by the supplier to evaluate loose connector and implement corrective actions as required. Failure analysis of the returned batteries revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to the controller during the analysis of the units. Results revealed that the electrical connections between the batteries and controller were stable. Analysis of data log files did not reveal any anomalies during the reported event date. The reported event could not be confirmed; the batteries were able to adequately provide power to the controller. With review of the reported information and analysis of the returned devices with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Concomitant medical products: battery/(B)(4)/ cat#1650de / exp. Date:04/30/2016. (B)(4). Device available for eval: yes. 03/09/2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg. Date: 04/08/2015. Labeled for single use: no. (B)(4). Battery/(B)(4)/ cat#1650de / exp. Date:04/30/2016. Device available for evaluation: no device eval by MFR: no, not returned to manufacturer. Labeled for single use: no. (B)(4). Battery/(B)(4)/ cat#1650de / exp. Date:04/30/2016. (B)(4). Device available for eval: yes. 03/09/2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg. Date: 04/08/2015. Labeled for single use: no. (B)(4). Battery/(B)(4)/ cat#1650de / exp. Date:04/30/2016. (B)(4). Device available for eval: yes. 03/09/2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg. Date: 04/08/2015. Labeled for single use: no. (B)(4). Battery/(B)(4)/ cat#1650de / exp. Date:04/30/2016. (B)(4). Device available for eval: yes. 03/09/2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg. Date: 04/08/2015. Labeled for single use: no. (B)(4). Battery/(B)(4)/ cat#1650de / exp. Date:04/30/2016. (B)(4). Device available for eval: yes. 03/09/2017. Device eval by MFR: no, device evaluation anticipated, but not yet begun. Mfg. Date: 04/08/2015. Labeled for single use: no. (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected always. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that after discussing the issue with the manufacturer representative, all the patient's batteries and controller were exchanged due to potential power switching. It was reported that the patient was anxious. No additional information available.